Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 402 mg/dl. The customer reported being stuck in a blood glucose required calibration loop. The customer states when inserted the tape did not stick well. The customer had no symptoms. The customer did not treat the high blood glucose level. The customer did troubleshoot and will change the sensor. The customer states prior sensor the tape did not stick. The insulin pump will not be returned for analysis.